Manufacturer narrative:
(B)(4).. When investigation is completed a follow up report will be sent to the FDA.

Event description:
A call center ticket was logged with the following text: "error 1000." The error 01000 is associated with an on-screen "defib failure, cycle power" message. No pt involvement was reported.